Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#6.5 cancellous bone screw 20mm ; cat#2030-6520-1 ; lot#mmjhl4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
There was backside wear-like osteolysis around the screw hole of trident cup. An indentation made by the screw head was observed on the backside of the liner.